Manufacturer narrative:
An engineering evaluation was completed to assess for any manufacturing related processes which could be correlated to the complaint. The engineering evaluation identified that the affected component is manufactured by an external supplier and is not part of the internal dr bd manufacturing process. Therefore, the condition is considered supplier-related. However, at this stage, there is insufficient information available to issue a formal supplier notification due to the affected lot not being provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, before use, this pressure monitoring kit seeped out saline from the patient side of this kit even though the roller clamp was closed. There was no patient injury.

Manufacturer narrative:
One single dpt kit was received for evaluation. The reported flow issue was confirmed. Flow was detected from the IV to pressure side of the dpt when the flush device was not activated. Red dye was injected through the dpt housing to trace the leak path. The flow restrictor was found to be missing from the flush device. Fluid bypassed the flush device and went straight from IV side to patient of the dpt due to a missing flow restrictor. There was no other leakage or damage was observed from the kit. A device history record review was unable to be completed as the lot number is unknown.